Manufacturer narrative:
Initial report sent: 08/15/2007

Event description:
Procedure type: oophorocystectomy. According to the reporter, housing part and sleeve disengaged during use. There was no report of pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.